Event description:
Report received of two incidents of "the silicone (in the clave port) stuck open and leakage occurred" during the administration of intravenous medications. Customer reported that the nurse was administering unspecified intravenous push medications through the clave port proximal to the pt's intravenous site. Report source states that "when the nurse pulled out the syringe after the administration, the clave port did not automatically seal back" in both instances. There was an unspecified amount of fluid and blood back up to the y-site with no report of blood loss. The nurse noticed the bleedback at once and changed to new tubing sets. The clave ports of the new tubings were used without problems. The pt's did not experience any adverse effects. No additional info was available.